Event description:
Complainant alleged that during monitoring of a pt (age and gender unk) using the multi-function b cable and electrodes. The device intermittently lost its connection with the cable and displayed a "cable fault". The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.